Event description:
Terumo australia received the reported information. During removal surflo 20g IV catheter 32mm broke off inside the patient. 2x pivls present - one in the r) acf and one in the r) foot. The patient was cleared for discharge, and the registered nurse (rn) was instructed to remove the pivls. R) foot pivl was removed with no concerns. Upon removing the pivl in the r acf, the rn noted that the pivl luer (the bendy plastic part of the luer) had snapped off inside the patient's acf and remained inside the patient. It was unclear whether the luer snapped off during removal or in the past few days. Pivl was a 20g ivl inserted in theatre by the anaesthetic team on (B)(6) 2025. The patient had an urgent x-ray of the acf. The patient was immediately taken to the theatre after completing the fasting period. The foreign body was removed from the patient, and the r proximal cephalic vein was tied off. The rn who removed the pivl states that she removed the line as per standard practice and did not use scissors.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The proximal end and the distal end of the catheter were received. The proximal end of the tube is slightly unevenly cut, while the distal end of the tube is slightly elongated and pinched. The proximal hub approximately measures 2mm from the hub tip. The catheter tip is damaged and has a clip mark. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. The expected result is that either the catheter tube will be removed/separated from the catheter hub or the catheter tube will break during the test (test is in reference to iso 10555-1). Results were all passed against our specification of >7.845n. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification from the previous two fiscal years to the present, 62% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. Based on the results of our investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The received broken catheter tube was viewed under magnification, and it was observed that the end of the tube had a slightly uneven cut. The tube is also slightly elongated and pinched. As informed through the details of the complaint, the involved device was used properly. The damage likely occurred during the removal process. The catheter tube condition of our retention samples was visually good and passed the related functional tests. The lot history file was checked, and no nonconformity was noted that may result in catheter tube breakage. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter was placed as intended. The condition of the damage suggests that excessive physical force was the reason for the breakage. The elongated and pinched ends are consistent with forceful pulling or twisting, which may have occurred during patient repositioning, accidental tugging, or improper handling during catheter adjustment or removal. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.